Event description:
Patient bumped the infusion pump, and the phaseal connector became dislodged. This caused approximately 10 ml of chemotherapy to spill onto the floor. The doctor was notified. A chemotherapy spill kit was used to clean up the spill. The patient was assessed, and no chemotherapy came in contact with the patient. The phaseal connector sticks out from the side of the pump, and has contributed to disconnections and chemo spills in the past.